Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and feeling cold ("she get the chills constantly"). The patient was treated with surgery (abdominal hysterectomy). Essure (ess205) was removed in (B)(6) 2013. At the time of the report, the pelvic pain and feeling cold outcome was unknown. The reporter considered feeling cold and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), chills ("she get the chills constantly"), genital haemorrhage ("bleeding"), diabetes mellitus ("diabetes"), arthralgia ("joint pain/ hip pain/aches and pain in my hip"), intervertebral disc degeneration ("degenerative disc disease"), headache ("headaches"), diabetic neuropathy ("diabetes neuropathy"), myalgia ("pain in muscles"), rash ("rash"), back pain ("aches and pain in my lower back"), pain in extremity ("aches and pain in my legs/arms"), burning sensation ("wrist ankles burn/lower back burning /burning in legs"), fibromyalgia ("fibromyalgia"), gait disturbance ("difficulty walking upstairs"), influenza like illness ("flu like symptoms"), fatigue ("fatigue"), breast pain ("sore rock boobs"), breast induration ("sore rock boobs"), amenorrhoea ("no monthly anymore"), breast tenderness ("breast tenderness"), depression ("depression"), anxiety ("anxiety"), gait inability ("unable to walk"), tonsillar disorder ("tonsil issue") and menorrhagia ("my original period was so heavy with clots") and was found to have weight increased ("gain 30 pds") and weight decreased ("weight loss"). The patient was treated with surgery (abdominal hysterectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain and back pain had not resolved, the chills, genital haemorrhage, diabetes mellitus, arthralgia, intervertebral disc degeneration, headache, diabetic neuropathy, myalgia, weight decreased, rash, pain in extremity, fibromyalgia, gait disturbance, influenza like illness, fatigue, breast pain, breast induration, amenorrhoea, breast tenderness, anxiety, gait inability, tonsillar disorder and menorrhagia outcome was unknown and the weight increased, burning sensation and depression had resolved. The reporter considered amenorrhoea, anxiety, arthralgia, back pain, breast induration, breast pain, breast tenderness, burning sensation, chills, depression, diabetes mellitus, diabetic neuropathy, fatigue, fibromyalgia, gait disturbance, gait inability, genital haemorrhage, headache, influenza like illness, intervertebral disc degeneration, menorrhagia, myalgia, pain in extremity, pelvic pain, rash, tonsillar disorder, weight decreased and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in explant dates: (B)(6) 2013, (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received: menorrhagia was added as event. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and chills ("she get the chills constantly"). The patient was treated with surgery (abdominal hysterectomy). Essure (ess205) was removed in (B)(6) 2013. At the time of the report, the pelvic pain and chills outcome was unknown. The reporter considered chills and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: coding request received. Correction due to discrepancy between coding action item and match point coder query .event: she get the chills constantly pt: feels chilly were updated to chills. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), chills ("she get the chills constantly"), genital haemorrhage ("bleeding"), diabetes mellitus ("diabetes"), arthralgia ("joint pain/ hip pain/aches and pain in my hip"), intervertebral disc degeneration ("degenerative disc disease"), headache ("headaches"), diabetic neuropathy ("diabetes neuropathy"), myalgia ("pain in muscles"), rash ("rash"), back pain ("aches and pain in my lower back"), pain in extremity ("aches and pain in my legs/arms"), burning sensation ("wrist ankles burn/lower back burning /burning in legs"), fibromyalgia ("fibromyalgia"), gait disturbance ("difficulty walking upstairs"), influenza like illness ("flu like symptoms"), fatigue ("fatigue"), breast pain ("sore rock boobs"), breast induration ("sore rock boobs") and amenorrhoea ("no monthly anymore") and was found to have weight increased ("gain 30 pds") and weight decreased ("weight loss"). The patient was treated with surgery (abdominal hysterectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, chills, genital haemorrhage, weight increased, diabetes mellitus, arthralgia, intervertebral disc degeneration, headache, diabetic neuropathy, myalgia, weight decreased, rash, back pain, pain in extremity, burning sensation, fibromyalgia, gait disturbance, influenza like illness, fatigue, breast pain, breast induration and amenorrhoea outcome was unknown. The reporter considered amenorrhoea, arthralgia, back pain, breast induration, breast pain, burning sensation, chills, diabetes mellitus, diabetic neuropathy, fatigue, fibromyalgia, gait disturbance, genital haemorrhage, headache, influenza like illness, intervertebral disc degeneration, myalgia, pain in extremity, pelvic pain, rash, weight decreased and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in explant dates: (B)(6) 2013, (B)(6) 2013 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu 5, 6, 7, 8, 9,10,11,12 and 13 were processed together. Information received via social media: new events ¿ bleding, weight gain, joint pain, diabetes, degenerative disc diseae were added. On 20-mar-2020: fu 5, 6, 7, 8, 9,10,11,12 and 13 were processed together.social media received: reporter information added. On 20-mar-2020: fu 5, 6, 7, 8, 9,10,11,12 and 13 were processed together. Information received via social media: new event ¿ headache, difficulty walking upstairs was added. On 20-mar-2020: fu 5, 6, 7, 8, 9,10,11,12 and 13 were processed together. Social media received: reporter information was added. On 20-mar-2020: fu 5, 6, 7, 8, 9,10,11,12 and 13 were processed together. Information received via social media: new event ¿ flu like symptoms, fatigue, weight loss, rash, diabetic neuropathy were added. On 20-mar-2020: fu 5, 6, 7, 8, 9,10,11,12 and 13 were processed together. Social media received: reporter information was added. Events "sore rock boobs, no monthly anymore" added. On 23-mar-2020: fu 5, 6, 7, 8, 9,10,11,12 and 13 were processed together.social media received. New event aches and pain in my lower back, aches and pain in my legs, wrist ankies burn, fibromyalgia was added. Reporter was added. On 23-mar-2020: fu 5, 6, 7, 8, 9,10,11,12 and 13 were processed together.social media received. Reporter was added. On 23-mar-2020: fu 5, 6, 7, 8, 9,10,11,12 and 13 were processed together.social media received. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), chills ("she get the chills constantly"), genital haemorrhage ("bleeding"), diabetes mellitus ("diabetes"), arthralgia ("joint pain/ hip pain/aches and pain in my hip"), intervertebral disc degeneration ("degenerative disc disease"), headache ("headaches"), diabetic neuropathy ("diabetes neuropathy"), myalgia ("pain in muscles"), rash ("rash"), back pain ("aches and pain in my lower back"), pain in extremity ("aches and pain in my legs/arms"), burning sensation ("wrist ankles burn/lower back burning /burning in legs"), fibromyalgia ("fibromyalgia"), gait disturbance ("difficulty walking upstairs"), influenza like illness ("flu like symptoms"), fatigue ("fatigue"), breast pain ("sore rock boobs"), breast induration ("sore rock boobs"), amenorrhoea ("no monthly anymore"), breast tenderness ("breast tenderness"), depression ("depression"), anxiety ("anxiety"), gait inability ("unable to walk") and tonsillar disorder ("tonsil issue") and was found to have weight increased ("gain 30 pds") and weight decreased ("weight loss"). The patient was treated with surgery (abdominal hysterectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain and back pain had not resolved, the chills, genital haemorrhage, diabetes mellitus, arthralgia, intervertebral disc degeneration, headache, diabetic neuropathy, myalgia, weight decreased, rash, pain in extremity, fibromyalgia, gait disturbance, influenza like illness, fatigue, breast pain, breast induration, amenorrhoea, breast tenderness, anxiety, gait inability and tonsillar disorder outcome was unknown and the weight increased, burning sensation and depression had resolved. The reporter considered amenorrhoea, anxiety, arthralgia, back pain, breast induration, breast pain, breast tenderness, burning sensation, chills, depression, diabetes mellitus, diabetic neuropathy, fatigue, fibromyalgia, gait disturbance, gait inability, genital haemorrhage, headache, influenza like illness, intervertebral disc degeneration, myalgia, pain in extremity, pelvic pain, rash, tonsillar disorder, weight decreased and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in explant dates: (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: fu processed with 15,16,17. New events:surgery, breast tenderness, depression, unable to walk, tonsil issue was added. The outcome of events wrist ankles burn/lower back burning /burning in legs pelvic pain, aches and pain in my lower back, gain 30 pds was updated. New reporter was added. On 23-mar-2020: fu processed with 15,16,17. On 23-mar-2020: fu processed with 15,16,17. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and chills ("she get the chills constantly"). The patient was treated with surgery (abdominal hysterectomy). Essure (ess205) was removed in (B)(6) 2013. At the time of the report, the pelvic pain and chills outcome was unknown. The reporter considered chills and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.